Manufacturer narrative:
The ge healthcare service contractor performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue. No patient information provided after calls to customer (B)(6) 2019.

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. There was no report of patient harm.